Event description:
The user facility reported to have identified sputum of a pt that underwent an intubation procedure at the facility and tested positive for pseudomonas aeruginosa. The user facility further reported that 3 devices including the subject device had been cultured and tested positive and other 3 pts had been examined with the devices. There was no report of infection or other pt harm.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required. This supplemental report is being submitted for adding the following contexts; to put check mark in "other serious," because it was reported that the patient tested positive for pseudomonas aeruginosa. To correct the date of "returned to manufacturer" from "12/05/2012" to "11/30/2012." Please cross-reference MFR. Report# 8010047-2012-00442, 8010047-2012-00443, and 8010047-2012-00444.

Manufacturer narrative:
Olympus sales representative visited the user facility, and reviewed the user facility's reprocessing method, and noted that the users didn't reprocess a device immediately after ap procedure and left it dirty for a night. The subject device was returned to olympus for evaluation. The evaluation found a slight residue in the instrument channel port. At the present time, the exact cause of the reported phenomenon cannot be determined, however insufficient reprocessing and user handling cannot be ruled out as contributory factors. This report is being submitted as a medical device report in an abundance of caution. Cross-reference MFR. Report # 8010047-2012-00442, 00443, 00444 for other related reports.